Event description:
Pt was in surgery having right total hip replacement, when physician inserted the first screw into the acetabulum, the screw went completely through the hole. The physician decided to continue using the acetabular shell and cemented it due to pt's history of hip fracture.